Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the detached tip remains in the patient and the rest of the catheter was discarded.

Event description:
Treatment of a mandibular avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the tip of the apollo detached as it was being retrieved from the patient. The physician did not believe that it detached in the onyx cast, but detached when it was repositioned. The catheter tip remains in the left main or segmental pulmonary artery and there are no future plans to remove the tip.